Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to lightheaded, dizzy, headache, nose and throat irritation. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
"The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to lightheaded, dizzy, headache, nose and throat irritation. Addition to that, motor on deice not working. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected observed that the high-pitched noise from blower motor potentially caused by excessive mineral deposits indicating water ingress. Dust-like contamination in the iso (international organization for standardization) port. Slight dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Dust-like contamination on top of the blower motor, and the blower motor seal. Black dust and fiber-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Dust-like contamination on the bottom of the blower motor and inside of the blower motor. Potential mineral deposit spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white and black specks of contamination (inconsistent with degraded sound abatement foam) in the bottom the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination, mineral deposits and water ingress are consistent with being from an external source. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated."

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to lightheaded, dizzy, headache, nose and throat irritation. Addition to that, motor on deice not working. Additional information was received about the alleged visualization of particles. There was no report of patient harm or injury.